Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the temperature assessment (actual reading: 119 degrees fahrenheit; specification: less than or equal to 118 degrees fahrenheit). It was also observed that the bearings were worn and corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an inspection, it was observed that the attachment device was running hot. It was not reported whether there were delays in the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.